Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that his electrode belt was damaged. The pt reported that the damage may have been caused by rolling over and thus causing severe strain on a taught portion of the cable during sleep, but he cannot be certain. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged electrode belt) has been confirmed. As received, the electrode belt's connector and the connector nut were damaged and the pins were exposed. The connector was broken and would not properly secure the belt to the monitor. The belt was otherwise fully functional and could properly monitor a cardiac signal. The root cause of the connector damage cannot be positively identified. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.